Event description:
The customer reported that flames came from unit, resulting in the removal of all mp30's from service.

Manufacturer narrative:
The customer reported that flames came from unit, resulting in the removal of all mp30's from service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).